Event description:
A 86 year old male was admitted in cardiogenic shock. Arriving in the catheter laboratory, the patient went into ventricular fibrillation and was shocked. Due to growing anxiety, the patient required intubation, but became again severely hemodynamically unstable requiring resuscitation. Placement of an impella cp was attempted, but the introducer sheath kinked after the dilator was removed due to a 90 degree turn in vessel anatomy. The sheath was exchanged and impella placed and started under continued resuscitation. The patient was sent to the intensive care unit for further management but continued to decompensate and ultimately expired. Death most likely to be caused by the underlying disease as they required resuscitation prior to and during initiation of support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary: pd-any device-(twist, bent, kinked): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.